Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model: 3186, scs lead, therapy date: unknown. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg became inoperable following a lead revision procedure reported under MFR. Report#: 1627487-2016-06123. As a result, the patient's ipg was explanted and replaced.

Manufacturer narrative:
The CAPA was initiated on 02/23/2016 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
Corrected data: results code(s). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.